Manufacturer narrative:
D2b pro code (product code): obj. The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Microscopic inspection revealed the imaging window had ripples, the imaging core was twisted, and the imaging window was perforated. The impedance test showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
Reportable based on device analysis completed on 3oct2025. It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During an image run, there was a snap sound followed by loss of the image. The procedure was completed with a new device. There were no patient complications. However, device analysis revealed the catheter was twisted and perforated.